Event description:
The case involved the left internal carotid. The procedure went fine; however, there was difficulty recovering the filter basket, as the accunet recovery catheter was having trouble getting through the acculink stent. With the aid of a sheath and a filter wire, the accunet recovery catheter was able to go through the sheath and recover the accunet filter basket. Once the accunet was removed and after the case, the pt had expressive aphasia and could not move or talk; the physician felt3~the pt had a stroke. The CT was negative; however, the MRI was positive and there was a shadowing effect observed. The pt has recovered somewhat, but may never fully recover.